Manufacturer narrative:
The associated r3 0 hole acetabular shell, reflection threaded hole cover, r3 0 deg acetabular liner and oxinium femoral component were not made available. Thus, a thorough product evaluation could not be performed. However, device details were provided. Thus, a review of the manufacturing records and complaint history were conducted. The review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. Our investigation also included a review of the sterilization review which indicated that all devices were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved, our investigation of this report is inconclusive. Our clinical evaluation noted no clinical relevant documents were provided to conduct a thorough medical assessment. Therefore, no medical assessment is warranted at this time. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.

Manufacturer narrative:
.

Event description:
A postoperative infection has occurred in the patient who received these implants. The surgeon informed the sales rep about this.